Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient might had an infection at the ipg site. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient did have an infection and was prescribe antibiotics. Symptoms were was puffy and there was a bit of fluid noticed after they opened the pocket. The physician did not know if it was device related and what causes the infection. Nothing happened to the recent procedure that may have caused or contributed to the infection.

Event description:
A report was received that the patient might had an infection at the ipg site. The patient underwent an explant procedure.